Event description:
It was reported that the patient developed an infection. The device and leads were removed. The device and right ventricular lead were replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned to the manufacturer, analyzed and tested out of specification. The outer insulation was breached (clavicle-rib crush). The outer insulation had a breached cut. The proximal conductor had blood/body fluid (not obstructed).